Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and update to field h4. Based on the results of the investigation, the definitive root cause of the crack on the distal end could not be determined. The most likely cause was also not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had a crack on the distal tip. The event occurred during reprocessing. There were no reports of patient involvement.